Event description:
It was reported to boston scientific corporation on (B)(6) 2009, that a wallstent endoprosthesis endoscopic biliary was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure, performed on (B)(6) 2009. According to the complainant, the catheter broke during advancement into the bile duct for stent deployment. The nurse attempted to release stent, which resulted in the fracture of the delivery system. The site indicated that this is likely due to the difficult anatomical position. The device was removed and the procedure was completed with another wallstent endoprosthesis endoscopic biliary. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, a similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).